Event description:
It was reported that during the use of the product, an alarm sounded. The customer checked the pump and the status was "run". They then pressed the stop key, and a "no disposable, pump won't run" alarm message appeared on the display. Next, the customer detached and then re-attached the cassette, but the alarm persisted. So they changed the pump and the cassette to another ones, and currently they are working properly. This report addresses the pump. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received in relation to this reported event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that it was recorded that "no disposable" alarm had occurred after the start of operation from (B)(6) 2021. A function test of the device was completed, and confirmed that the upstream was falsely detected. As a preventative maintenance, the downstream sensor was replaced and calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.